Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis and slightly hazy drain in a patient coincident with dianeal therapies for peritoneal dialysis (pd) via capd (continuous ambulatory peritoneal dialysis). The action taken with dianeal therapies was not reported. On an unreported date, the patient experienced peritonitis and was hospitalized. Treatment was not reported. On (B)(6) 2012, the patient was discharged with clear drain. The patient recovered from this peritonitis event on (B)(6) 2012. On (B)(6) 2012, the patient experienced slightly hazy drain. On an unreported date, the patient began remedial therapy with ceftriaxone 1 gm daily (route not reported) for the slightly hazy drain. The patient was recovering from the slightly hazy drain. The slightly hazy drain was unrelated to baxter products.